Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he forgot to charge his implant because he was busy and then it discharged. The patient let it go for about four weeks because he was still very busy and then contacted the representative. A device reset was performed, the power on reset was cleared and the stimulation was turned back on for the patient. It was noted that this was the first time it had discharged. An impedance check showed the 12 electrode was greater than 10000 ohms but was not currently in use. The issue was resolved at the time of the report. No patient symptoms reported. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedance wasn¿t determined. The rep reported that no actions/interventions were taken to resolve the issue as electrode 12 wasn¿t currently in use. The patient was happy with the current program. The high impedance was not resolved. No further complications were reported.